Event description:
Patient's acetabular components were revised for impingement and vertical cup placement.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient's acetabular components were revised for impingement and vertical cup placement.

Manufacturer narrative:
Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device: physician elected to keep